Event description:
It was reported that the pump experienced a malfunction. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available. Reportedly, the customer¿s blood glucose (bg) level was 647 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. On (B)(6) 2026 in the early morning, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with an IV and fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the ICU on either on (B)(6) 2026, however, the exact date could not be recalled. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.